Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2005160. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no signs of leakage or any defects were observed. Per the provided feedback, it is possible that the leakage was a consequence of damage to the plunger lip component. This type of damage can occur during the handling of the product through the manufacturing process or during the assembly process. However, this cannot be confirmed without the affected sample. H3 other text : see h10.

Event description:
It was reported that the bd¿ syringe leaked vitamin b6 medication past the stopper during use. The following information was provided by the initial reporter, translated from chinese to english: "injected vitamin b6 injection beside the bed for the children and pumped it with a 5ml syringe. There was leakage with the stopper. The nurse immediately explained to the patient, replaced the syringe and reported to the head nur.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ syringe leaked vitamin b6 medication past the stopper during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "injected vitamin b6 injection beside the bed for the children and pumped it with a 5ml syringe. There was leakage with the stopper. The nurse immediately explained to the patient, replaced the syringe and reported to the head nurse."